Manufacturer narrative:
On (B)(6) 2021 customer alleged pump has cosmetic damage (damaged backside of pump), damaged batter cap, and high bgs. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Test p-cap locks properly into the reservoir compartment. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Unable to verify high bgs. The following were noted during visual inspection: cracked retainer, serial number label missing, keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, and cracked keypad overlay. In summary, pump passed required testing, thus no confirmed device issues. Unable to confirm alleged high bg's. Unable to verify battery cap damage due to missing original battery cap. Customer allegation for cosmetic damage (damaged backside of pump) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted. (B)(4).

Event description:
Information received by medtronic stated that the back of the from the belt clip rail to bottom left of the pump was cracked. The battery cap metal was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.